Event description:
It was observed during device evaluation that the ultrasound gastrovideoscope had a distal end that was cracked, a scratch on the acoustic lens that reached the glue layer, and foreign material on the bending section cover adhesive. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned to the quality department of the plant, the reported malfunction could not be reproduced. The likely cause of the foreign material could be a leak problem that occurred at the tip and upward and downward angulation knob; reprocessing could not be completed, and there is a possibility that foreign matter remained in the bending section cover or distal sheath. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): after checking the contents of the reprocessing instruction manual that came with the product, we found the following detailed explanation of the reprocessing: chapter 7: cleaning, disinfection, and sterilization procedures. Chapter 8: reprocessing workflow for endoscopes and accessories. Chapter 9: reprocessing the endoscope (and related reprocessing accessories). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.